Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 46.5 cm. An internal insulation abrasion and explant damage breaching re cables lumen was noted at 9.5 cm to 10.4 cm from the distal tip. Re cables etfe coating was intact and the inner coil was not exposed in this abrasion region. All other damages found were consistent with those occurring during procedure.

Event description:
This report is to advise of an event observed during analysis.